Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient family member indicated that patient legs are swelling and when lowered stim the swelling went down and it was also making the legs hurts. Caller stated it felt stim in their buttock area down to leg. Caller stated patient might need to be adjusted as the stimulation was affecting her legs. Caller stated the swelling went down when she turned down stimulation. However the swelling did come back. Patient quit peeing during the day which started 3-4 days ago. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor/ non-obstructive urinary retention. No further complications were reported/anticipated.